Manufacturer narrative:
Investigation evaluation description of event: it was reported, following a cesarean section delivery, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage due to uterine atony. The internal and external packaging of the device was found to be intact and it was placed through the abdomen. Prior to device placement, saline was injected into the balloon and the balloon was found to be leaking. A new same device was used and hemostasis was achieved. Blood loss prior to device failure was 420ml and 130ml of additional blood was lost following device failure, for a total estimated blood loss of 550ml. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation, with no original packaging. The balloon was inflated with water, revealing a pinpoint leak in the balloon material surrounded by tool marks. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other related complaint associated with device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that this event is an indication of device issue within the entire lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. The product IFU, provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Event description:
It was reported, following a cesarean section delivery, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage due to uterine atony. The internal and external packaging of the device was found to be intact. Prior to device placement, saline was injected into the balloon and the balloon was found to be leaking. A new same device was used and hemostasis was achieved. Blood loss prior to device failure was 420 ml and 130 ml of additional blood was lost following device failure, for a total estimated blood loss of 550 ml. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.